Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700 . Model: sc-2218-70. Serial: (B)(6). Batch: 7103022/7103106. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35211201.

Event description:
It was reported that the patient was suspected of having an infection around the pocket site, accompanied by bruising. The physician did not believe the infection was device related. The patient was placed on antibiotics. All device components were explanted and were discarded by the medical facility. The patient was doing well postoperatively.